Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with l4-l5 degenerative disk disease and spondylosis with herniated nucleus pulposis. On (B)(6) 2009 MRI of lumbar spine shows subtle grade I anterolisthesis of l4 and s1, measuring only 2 mm. Vertebral body heights are preserved. L2/3 shows disc bulging is less than 3 mm in depth, greatest in the foramina, and there is mild hypertrophy of the facets. The central canal is patent. There is borderline narrowing of the right foramen with a patent left foramen. On (B)(6) 2010 patient reports injuring her back in 2005 while working for a construction company. She was driving a one-half ton company truck, which had a diesel tank on the back when a tire blew and she went to a ditch and the truck rolled. She was restrained. Nevertheless, she sustained and injury to her lumbar spine with severe onset of pain and ultimately has seen numerous physicians through the years. The symptoms have increased over the years and really accelerated, especially leg pain during the last year. She has low back pain and buttock pan with radiation of pain right posterolateral thigh, right lateral calf. X-rays note markedly narrowed l4-l5 and l5-s1 disk spaces. There is asymmetric collapse of the l4-l5 disk space to the right. On (B)(6) 2010 MRI of lumbar spine shows focal herniation, right paracentral at l4-l5 is radiographically consistent given the clinical diagnosis. The most suspicious finding on myelogram correlates with the patients symptoms. Milder spondylosis, including degenerative facet changes at the lower three lumbar levels. On (B)(6) 2010 the patient underwent bilateral lateral fusion, l4-l5, using infuse bmp with mastergraft matrix and local autologous bone graft. Plif l4-l5, legacy posterior instrumentation at l4-l5, decompressive laminectomy at l4-l5 with discectomy with bilateral lateral fusion at l4-l5 using infuse bmp with master graft matrix, local autogenous bone graft, and plif at l4-l5 with allograft bone and legacy instrumentation at l4-l5. On (B)(6) 2011 6 weeks post op from l4-l5 fusion and patient reports she is little frustrated in that she is still having some leg pain, more on the left than the right side. X-rays shown good progression of the fusion healing at l4-l5. On (B)(6) 2011 10 weeks post op from l4-l5 fusion and complains of lt leg pain. This is aggravated with any type of movement. X-rays show good placement of the surgical hardware at l4-l5. No evidence of loosening of the hardware is noted. She does appear to have some good bone formation present on the ap view. On (B)(6) 2011 patient reports she is making little headway post l4-l5 fusion 3.5 months ago. She has been in aquatic therapy, but is still symptomatic. The left lateral hip pan she had on last visit is now gone. She reports using her bone stimulator, but did not bring that in to read out. X-rays show her instrumentation to be in good position, but would like to see more bony consolidation. On (B)(6) 2011 patient requests refill of norco. Continues to have lumbar pain since fusion b)(6) 2010. Vertebral spin tenderness on right, vertebral spin tenderness on left. On (B)(6) 2012 patient reports c/o pain. Norco not helping with pain. Will stop norco and start morphine tablet 300mg capsule. On (B)(6) 2012 patient reports better pain control with ms. Refill morphine tablet, extended release. On (B)(6) 2012 vertebral spine tenderness on r and l. Continue morphine tablet but will start to wean from ms at this time.